Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the lungs during an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) performed on (B)(6) 2024. During the procedure, image checking with the outer sheath could not be performed under an endoscope due to transesophageal puncture; therefore, the sheath length extended from the scope was adjusted in advance. The ultrasonic bronchoscope was inserted, and a puncture was performed with this device. A biopsy was performed without any problem upon the first puncture, but during the second puncture, resistance was felt midway, and the outer sheath could not be inserted. The angle was not applied, and when it was inserted with a strong force, the image of the scope disappeared, so the scope was removed outside the body. When functional checking was performed, there was a pinhole-like hole found at the tip of the scope. Furthermore, when this device was received, the outer sheath was found to be bent at the base of the connecting part between the outer sheath and the handle. It was also noted that there seemed to be an incompatibility with the scope used. As a result, the procedure has been canceled. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g4: premarket/ 510(k) #: k163248, k151895. Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment. Block h10: the returned acquire pulmonary was analyzed, and the product analysis observed that the working length and the stylet were both kinked. No other problems found on the device. The scope attachment wasn't found damaged and had no problems when it was connected to the scope. The reported event of "device difficult to advance", "scope attachment damage/defective", scope attachment connection issue" and "scope damaged/defective" cannot be confirmed. Product analysis found that none of the components that are attached to the scope are damaged and the returned device was able to be connected to the scope when tested. It is a possibility that the scope used on the procedure was damaged causing the difficulty in connecting with this device. The investigation findings are most likely related to user technique. When the handle is not grabbed or secured carefully, the weight of the device itself can bend the working length. It is also possible that excessive force applied to any component of the device can lead to failure and damage from such manipulation. In addition, the stylet can become damaged if excessive force is exerted during its extension or retraction through the kinked working length. It was reported that the scope attachment was damaged and had connection issues. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block g4: premarket/ 510(k) #: k163248, k151895. Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the lungs during an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) performed on (B)(6) 2024. During the procedure, image checking with the outer sheath could not be performed under an endoscope due to transesophageal puncture; therefore, the sheath length extended from the scope was adjusted in advance. The ultrasonic bronchoscope was inserted, and a puncture was performed with this device. A biopsy was performed without any problem upon the first puncture, but during the second puncture, resistance was felt midway, and the outer sheath could not be inserted. The angle was not applied, and when it was inserted with a strong force, the image of the scope disappeared, so the scope was removed outside the body. When functional checking was performed, there was a pinhole-like hole found at the tip of the scope. Furthermore, when this device was received, the outer sheath was found to be bent at the base of the connecting part between the outer sheath and the handle. It was also noted that there seemed to be an incompatibility with the scope used. As a result, the procedure has been canceled. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.